Event description:
New information received noted the patient experienced syncope due to dehydration and electrolyte imbalance.

Manufacturer narrative:
Correction: upon review of new information received, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
It was reported that the patient presented in the emergency room with syncope. Upon interrogation, it was noted that the pacemaker was at elective replacement indicator (eri). The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insufficient information was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and output signal verification at nominal settings found all pacing parameters within normal range. Additionally, visual inspection of the header did not find any contamination or foreign material. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.